Event description:
Urinary retention in a proact patient due to surgical swelling in the treatment area. The retention occured after the patient was discharged. The patient returned for medical intervention and was catheterized until the swelling subsided. The urinary retention has since been resolved and the patient is urinating well without catheterization.

Manufacturer narrative:
Uromedica complaint- (B)(4).